Event description:
It was reported that during a liver transplant the surgeon fired the stapler and the stapler got stuck on vena cava. Took multiple attempts to remove stapler using the emergency button. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information received: surgeon was doing a liver transplant and using and echelon stapler with a white vascular stapler load and had the clamp on the cava. As per surgeon, stapler was fired over the vessel without any issue but stapler would not release after firing. The stapler was held and was present on site the next day as well. There was no reload present between the jaws. Impact of incident: positioning of liver to use the stapler caused drop in blood pressure with significant patient instability. Urgency occurred due to delay in stapler removal requiring additional fluid volume to maintain stability. No unexpected blood loss, stapler worked as expected over vessel. Level of harm: clinically serious adverse event with no lasting harm. Reached patient/person, potential life threatening event. Unexpected or prolonged care? Yes. Surgeons stated that there was no harm. The vessel had been controlled by a clamp, the stapler fired correctly and deployed staples, but then they were unable to open the jaws afterwards. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: could you please provide a batch or lot number to confirm product code? Could you please confirm the product code of the device used? Was the device difficult to close and/or difficult to fire? What trouble shooting steps were taken in an attempt to open the device? What is the surgeons experience with the device? Was the patients post operative care altered in any way because of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2023. Additional information provided: during a liver transplant, fired stapler with no issue but the stapler got stuck on vena cava. Took multiple attempts to remove stapler using the emergency button. Surgery completed as intended.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2023. D4: batch #860a23 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. In addition, tyvek was received along of the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.  A manufacturing record evaluation was performed for the finished device batch number 860a23, and no non-conformances were identified.